Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) and reported that this cardiac resynchronization therapy defibrillator (crt-d) received an alert that indicated high out of range shock impedances were recorded on the right ventricular (rv) lead. It was noted that the rv lead was a competitor lead. Ts reviewed the stored device impedance measurements reports and confirmed that the rv lead shock impedances were found to measure 129 ohms which ls considered to be high out of range. Ts recommended for a commanded shock for further evaluation of the lead integrity. At this time, the crt-d and competitor scientific rv lead remain in service. No adverse patient effects were reported. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).